Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. However, it was noted, there was a cracked front panel, a damaged wireless video receiver lens (rx module) and it failed the digital communication circuits test (bert). The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had an e220 connection error code prior to an unknown procedure. The procedure was completed with a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections d4, d8, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, no device malfunction was confirmed during evaluation. Error code e220 was not duplicated so the definitive root cause of the reported issue could not be determined. The troubleshooting for e220 in the technical guide of otv-s400 states the error code might be resolved by repairing the wireless video receiver lens (rx module), which was found to be damaged, but the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use which state: ¿never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.